Manufacturer narrative:
Section a: patient information has not yet been provided. Section b3: date of event was estimated. Section b2 date of death was not provided. Section d4: device serial was not provided, so the expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through a social media post that the patient passed away. Further information was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported patient outcome could not be conclusively established through this evaluation. Attempts to reach the customer for a private message with additional information had been made. No further information was provided by the customer. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. No product was returned for evaluation. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.